Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple knives have been noted to be dull. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the unsatisfactory knives required additional pressure in order to cut during separate cataract surgeries. All procedures were completed with the original knife with no impact to any patient.